Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03qz0, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had fallen ¿too many times to count¿ and her doctor thought she may have dislodged something in one of her falls that affected her therapy device. The patient had pain for the past month when sitting down and her doctor thought it could be related to her falls. The doctor wanted to replace the patient¿s device, but a surgery date hadn¿t been scheduled yet.